Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer failure. The customer reported that the cubie drawer was hard to close. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed. The field service engineer found the left rail was missing bumper. The field service engineer replaced the bumper and verified slide rail alignment during opening. The system functioned as intended after the field service engineer repaired the device.